Event description:
A lead extraction procedure commenced to remove an unknown number of leads. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. During use, failed attempts were made to unlock the lld from the lead. Therefore, the lead, along with the lld, was cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the lead, which was cut and capped and remained in the patient.

Manufacturer narrative:
A2) patient date of birth or age - not available from facility. A3a/a3b) patient sex and gender - not available from facility. A4) patient weight- not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D1) exact brand name is unknown; however, this for an lld device. D4/g4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld.